Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 51-year-old female was implanted with an impella cp device for mechanical circulatory support. During support, the flows dropped and there was a suction alarm. The physician decided to remove the impella cp device, and the clot was seen on the impella cp device, a second impella cp device was open and inserted in normal fashion with normal flows.